Event description:
Customer reports the device started smoking during case. No further info available at this time. Will do follow-up with new info if available.

Manufacturer narrative:
Unable to determine root cause for this failure. Integra (B)(4) shall continue to monitor complaints for trends and take appropriate corrective action. Failure analysis - the unit was returned and evaluated by integra (B)(4). Did not find any evidence of burnt parts in the unit. The mirror was in place, the mirror holder looked good, the bezel is fine, the power supply works and the lamp is okay. The control board has error codes out of sequence and needed replacement. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.